Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and could not duplicate the reported event. The se replaced the damaged ac power cord due to customer concerns and as a precautionary measure. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a vent inoperable condition and the device stopped cycling. The ventilator was not in use on a patient at the time the event occurred.